Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia after a prior hyperglycemic episode, with a fingerstick of 31 mg/dl followed by orange juice treatment and a subsequent cgm reading of 69 mg/dl trending upward; the user had eaten dinner, announced the meal, noted a later high of 288 mg/dl on the previous night, did not perform manual correction, and was within the first week of ilet use, after which troubleshooting and education were completed and additional training was assigned. Symptoms included low blood glucose with device low and urgent low alerts. Outcomes included self-treatment with oral carbohydrates without medical assistance or hospitalization. Investigation included agent-led troubleshooting, review of event context, and referral for trainer review of reports. Investigation of this case revealed a likely algorithmic overcorrection following a preceding high during the learning phase, with no user-initiated insulin stacking reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.